Event description:
It was reported that the insulin pump had a chip on the right side, by the infusion set. The customer's blood glucose was 128 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).